Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients lead was explanted and replaced for an unknown reason on (B)(6) 2021.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device and event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.